Manufacturer narrative:
Corrective data: brand name, common device name, procode; incorrect medical device, procode, brand name, and common device name, submitted on initial mwr-26022019-0000001280.

Manufacturer narrative:
Other-at this time, vyaire has not received the suspect device for evaluation.

Event description:
It was reported to vyaire medical that an infant developed excoriation to the nose following the use of the sipap lp consumable mask and prongs.